Event description:
A hemodialysis user facility has reported that a dialyzer clotted during treatment. The leak was visually observed in the dialysate. Test strips were used to confirm and the machine alarmed. Estimated blood loss was between 100 ml and 150 ml. Patient was reported to have received heparin and was not hypotensive. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.